Manufacturer narrative:
There has been no product returned for evaluation. Therefore, no conclusion can be drawn.

Event description:
Was reported by the patient that she developed an infection some time after implantation-had blood leaking through navel-was on wound-vac to clear infection. Had mesh explanted in 2005. Now experiencing trouble with bowels; has been diagnosed with ibs and fissures.